Event description:
A review of service data detected a reportable event. Upon servicing battery charger/modem sn (B)(4), the charger was resetting. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon investigation, the battery charger was testing. The cause for the inability to charge was isolated to a shorted u13 cmos flash microcontroller on the bedside board. The root cause for the shorted component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem. The last pt to use this charger did not report any deficiencies.